Event description:
It was reported that the atrial lead had high impedance. The physician programmed the lead off. The lead was later capped, but no replacement was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).